Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the camera head was getting hot. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A visual evaluation of the returned device reported a spot. A functional evaluation of the returned device did not identify any overheating issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include improper light guide diameter is in use for the current operative procedure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.